Event description:
The customer reported seeing "excessive amount of fluid on the scopes" after processing. The customer stated that there were no error messages from the unit. The customer reported that the fluid appeared to be a mixture of water and cidex opa because they noted a small amount of staining on the towel used to wipe the scope down. The customer stated that the fluid was noted before the scope was used on a patient, no patient injury reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Residual fluid left on scope - capital equipment, unit evaluated at the facility. The fse found the air compressor was below specifications. The fse replaced the air compressor. The fse confirmed that there were no leaks or cidex opa loss through the drain value. The unit then found to be within manufacturer specifications.